Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: c. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
H3: the revision reported may have been the result of rotation between the femoral and tibial components, third body wear, instability, patient related conditions, and or any combination of these possibilities which led to wear of the polyethylene components. However, this cannot be confirmed because the components were not returned for evaluation and radiographs were not provided. Additionally, a contributing factor to the wear reported may have been being packaged in a non-conforming vacuum bag for more than five years.

Manufacturer narrative:
Concomitant products: three peg patella 38mm (cat# 200-02-38 / serial# (B)(6)) additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately six years post initial bilateral tka, the 66 y/o male patient had a right knee revision due tp the liner was showing signs of wear/delamination once removed. The bone was good and the metal parts were well fixed so only the liner and the patellas were replaced. There was no breakage of a device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images received. Sales rep was unable to obtain to x-rays. The devices are not available for evaluation as they were discarded at the hospital.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were updated: h6 clinical code, findings (4243 removed), and conclusions.